Event description:
When writer went to attach equashield female luer lock connector it did not slide onto the male luer lock easily. Upon inspection noted the needle was exposed out of the membrane; therefor unsafe and unusable. Writer returned to pharmacy to fix chemotherapy connector.